Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record and complaint history could not be conducted because the part and lot numbers were not provided. The investigation was unable to determine a conclusive cause for the reported balloon rupture. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat the internal iliac artery. The 8.0x40mm (unknown shaft length) armada balloon ruptured during the first inflation at nominal pressure. Another armada bdc was used to complete the procedure. There was no adverse patient effect and no clinically significant delay in the procedure.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. D4. Unique device identifier (UDI#): in the absence of a reported part number, the UDI cannot be calculated.